Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was administered. The physician was preparing a watchman access system (was) to cross the septum when thrombus was observed on the was sheath in the right atrium. Before crossing to the left atrium, the physician removed the was, re-flushed, and reinserted after the activated clotting time was confirmed to be over 300. The procedure proceeded with successful placement of a watchman closure device. There were no patient complications.